Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Approximately six months postoperatively, the pt experienced distorted vision. Upon examination, the lens had vaulted asymmetrically secondary to capsular contraction syndrome. Lens repositioning was not successful and the iol was subsequently exchanged. Additional information has been requested.

Manufacturer narrative:
Root cause: according to the physician, the root cause of the reported problem of distorted vision was related to vaulting of the lens and capsular contraction syndrome.